Event description:
The customer reported that the charge button test was being skipped during the op check, using a known good therapy cable.

Manufacturer narrative:
The customer reported that the charge button test was being skipped during the op check, using a known good therapy cable. The philips response center staff recommended replacing the therapy connector. The customer ordered a replacement therapy connector. As of 2009, the customer has not called back regarding this issue with this device. We are considering this failure, the result a therapy connector malfunction.